Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('and ablation for the bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("I know I get anemic") and menorrhagia ("especially with so much blood loss and clotting"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, anaemia and menorrhagia outcome was unknown. The reporter considered anaemia, genital haemorrhage and menorrhagia to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media-menorrhagia, anemia, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('and ablation for the bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("I know I get anemic"), menorrhagia ("especially with so much blood loss and clotting"), pain in extremity ("extreme heel pain") and gait disturbance ("can barely walk somedays"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, anaemia, menorrhagia, pain in extremity and gait disturbance outcome was unknown. The reporter considered anaemia, gait disturbance, genital haemorrhage, menorrhagia and pain in extremity to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media-menorrhagia, anemia, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: this case was found to be duplicate of case (B)(4) so marked for deletion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('and ablation for the bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("I know I get anemic"), menorrhagia ("especially with so much blood loss and clotting"), pain in extremity ("extreme heel pain") and gait disturbance ("can barely walk somedays"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, anaemia, menorrhagia, pain in extremity and gait disturbance outcome was unknown. The reporter considered anaemia, gait disturbance, genital haemorrhage, menorrhagia and pain in extremity to be related to essure. Concerning the injury reported in this case the following one/ones were described in the social media-menorrhagia, anemia, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media; new events were add: extreme heel pain and can barely walk somedays. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.